Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Avaulta solo synthetic support system - anterior, align rs urethral support system, and avaulta solo synthetic support system - posterior were reported to be used/implanted during this procedure.